Event description:
It was reported that the atrial lead exhibited loss of capture and sensing and had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.